Manufacturer narrative:
The esheath was not returned to edwards for evaluation. During manufacturing, the esheath is both visually inspected and tested several times throughout the process. In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. No relevant photos, videos, or imagery was provided. Additionally, since no lot number was provided, a DHR review and lot history review were not able to be performed. Since the complaint was unable to be confirmed and the applicable trend category was reviewed and determined not to exceed the august 2019 control limits, a complaint history review is not required. The IFU and training materials for the esheath were reviewed for instruction and guidance on device preparation and usage.  During esheath insertion always observe fluoroscopy during insertion.  Proper screening is critical to reducing vascular complications.  The user is cautioned in tortuous and/or calcified vessels, as well as in those with a diameter of less than 5.5 mm or 6 mm. Push force may vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.  During delivery system insertion through sheath, insertion force through partially expandable portion can be higher than the push force through the fully expandable portion.  If push force is high, consider slightly pulling back the sheath while advancing the thv/ delivery system 1-2cm.  In expectation of high friction, use short movements.     Based on a review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was unable to be confirmed as neither the complaint device nor procedural imagery were returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. As stated in the event description, ¿the sheath was inserted at a steep angle and the vessel was tortuous.¿ the thv and delivery system were unable to advance past the sheath because it was kinked in a tortuous access vessel. Use of the sheath in tortuous vasculature, if insufficiently straightened out with a guidewire, can cause the sheath to kink. Kinks in the sheath can introduce bend angles in the insertion pathway of the delivery system/thv, making it difficult to fully advance the delivery system/thv through the sheath. A definite root cause is unable to be determined at this time, but based on the information provided, patient factors (access vessel tortuosity and sub-optimal insertion angle) may have contributed to the complaint event. Since no defects were identified, no corrective and/or preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limit, a product risk assessment escalation is not required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This report is for the second sheath used during the case. Investigation is ongoing.

Event description:
As reported, during a tavr case by subclavian approach the 14f axela sheath kinked while attempting to be advanced over the apex wire. A 14f esheath was then advanced but the physician was unable to advance the commander delivery system with 23mm s3u valve through the esheath due to a kink in the sheath and the devices were removed. The apex wire was replaced with a lunderquist wire and the case was completed with a new 14f esheath, commander, and s3u valve. The sheath was inserted at a steep angle and the vessel was tortuous. Records received indicate a small artery dissection occurred and was repaired.